Manufacturer narrative:
(B)(4). This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is consistently rebooting on battery only. There was o pt involvement.